Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported an unknown side of "indentions in patient's implants" and "sharp pain in patient's nipples, hard to breathe and pain in chest." Patient later called and reported "I am also having pain in my chest/left breast area and felt something move". Patient further reported that the implant is shifting, left side leak discovered on a mammogram, and itchy breast. The following reported events have been deemed not related to the device: "they found a 7mm mass in my left breast after I had an MRI done", losing hair, was diagnosed with cervical cancer and had a hysterotomy, and rash on their leg. Affected side is left. The device remains implanted.